Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed, and all steps were performed per the IFU; however, after the actuator knob was retracted, the clip suddenly opened 60-70 degrees. The mr increased to 3-4. The decision was made to stop the procedure. The patient was sent to surgery for removal of the clip, and treated with a mitral ring. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a conclusive cause for the clip jumpiness and unintended clip movement (clip opening while locked) resulting in the single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was received: it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed, and all steps were performed per the IFU; however, after the actuator knob was retracted, the clip suddenly jumped open 60-70 degrees, causing the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The clip was noted to be unstable, causing mr to increase to a grade of 3-4. The decision was made to stop the procedure and perform surgical intervention. The clip was removed, and a mitral ring was implanted. No additional information was provided.